Event description:
It was reported that a patient presented with crosstalk noted on the patient's implantable cardioverter defibrillator. Programming changes were made and no adverse patient consequences were reported.